Manufacturer narrative:
A boston scientific technical services (ts) consultant reviewed the electrograms (egms) and suspected the noise to be related to electromagnetic interference (emi). A device feature related to respiratory sensing was turned off. The patient planned to be followed through remote monitoring. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead oversensed noise which resulted in pacing inhibition and four inappropriate shocks to be delivered to the patient. It was reported that the patient was pacemaker dependent. The patient was laying in bed during the episodes. There was also noise observed on the right atrial (ra) channel. No additional adverse patient effects were reported.